Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that insulin pump screen contrast was dull and unable to read. Customer¿s blood glucose was unknown at the time of incident. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received with cracked battery tube thread noted. Device passed displacement test, self test, a21 error test, off no power test and all operating currents tested within the specific range. No unexpected low battery alarm were noted. However corroded battery cap contact noted. No missing segments noted.